Event description:
It was reported that pump touchscreen had delayed response and required multiple taps even though screen was not cracked. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use pump while technical support explained that pump prioritized tasks, provided touchscreen use tips, gave storage mode instructions, arranged for pump replacement under warranty, confirmed shipping details and return instructions, and sent replacement pump so original pump could be returned to tandem.